Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-l5. "After passing and securing the rod in an attempt to remove extenders from the implanted screw, the surgeon was moving the extender middle to lateral until it released. Upon x-ray, they saw the broken piece still attached to the screw head. The surgeon retrieved the piece with no apparent harm to patient or implanted hardware."

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. It was visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. A sample instrument was used to functionally evaluate proper engagement and removal of component; no issues identified with engagement or removal of head. The above observations are consistent with bend stress overload as the mechanism of failure.